Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported experiencing bent infusion set cannulas which led to elevated blood glucose levels. Pt uses the insertion assist plus device. Pt stated the infusion set needle appeared slightly bent when the infusion set loaded into the insertion assist plus device. Pt reported she straightened the infusion set needle with her finger and noticed insulin leaking when she was pulling the infusion set needle out. Pt stated she had elevated blood glucose readings when this occurred. Pt reported when removing the infusion set from her skin, she noticed the infusion set cannula was bent. Pt stated the infusion device displayed an e4 (occlusion) error during one incident. Pt reported the e4 did not return after changing her infusion site. Pt stated her blood glucose levels were in the 300¿s mg/dl to 400¿s mg/dl when the infusion set cannulas were bent. Pt¿s target blood glucose level is 70-110 mg/dl. Pt discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.